Event description:
Customer claims to have had an ear pierced with the inverness ear piercing system in a retail store. She sought medical treatment for an infection at the ear piercing site and received oral antibiotics. The infected area was surgically treated.